Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the guide wire tip broke off in the branch of the coronary sinus of the patient. The guide wire tip was left in the patient. No patient complications have been reported as a result of this event.